Event description:
It was reported that during intra-aortic balloon (iab) therapy, the physician tried to reposition the iab. The console generated a catheter restriction alarm and the iab could not be repositioned. The iab was removed. Using the same guidewire, a new iab was inserted to continue therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete reporter name: (B)(6). Occupation: regional director supply chain. Additional reporter: (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The guide wire was also returned. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cadiosave pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported alarm cannot be confirmed by the evaluation. Additionally we are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. The reported iab migration. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).